Event description:
Philips received a complaint by the customer on the v60 indicating that a 1125 "cooling fan speed error" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device kept operating when the alarm occurred, but there was no reported delay in therapy. The customer called technical support to report that a 1125 "cooling fan speed error" alarm error occurred. The manufacturer's product support engineer (pse) evaluated the device, but the issue was not confirmed as the reported alarm error could not be duplicated; however, the alarm error was found in the event log, so the power management (pm) printed circuit board assembly (pcba) was replaced for preventive measures. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.